Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 106 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. The customer stated that the sensor received an erratic at the morning while calibrating for 150mg/dl. Customer recalibrated for 160mg/dl, but didn't take blood glucose for the calibration. The sensor glucose value that triggered the suspend event was 60 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer was advised to call back if issue reoccurs. The sensor will not be returned for analysis.